Manufacturer narrative:
As a result of covid-19 pandemic restrictions, the complaint device cannot be returned at this time. When the device is returned, an evaluation will be performed, and the complaint file will be updated. A two-year lot history review shows this is the only complaint for this lot number and failure mode. The device not manufactured by conmed. A device history record has been requested but to date has not been received. A two-year review of complaint history revealed there has been 7 complaints regarding 7 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; if using the optional sound cap (8mm, 12 mm): inspect sound cap blue foam and blue seal prior to use. Use caution when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
H10 previously stated : as a result of covid-19 pandemic restrictions, the complaint device cannot be returned at this time. When the device is returned, an evaluation will be performed, and the complaint file will be updated. Correction: as a result of covid-19 pandemic restrictions, the complaint device cannot be returned at this time. Photographic evidence was provided that confirmed the reported problem. When the device is returned, an evaluation will be performed, and the complaint file will be updated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the ias12/120lpi, airseal 12mm port's sound cap fell into a patient on (B)(6) 2020 during a partial nephrectomy. The sound cap was noticed missing mid procedure. It was removed using a grasper. It is not known what instrument or product was used at the time the seal was pushed in, but it is not unusual for the surgeons to use a lap sponge during that part of the procedure. There was no reported surgical delay. There was no reported patient injury or impact. This report is being raised due to device malfunction with potential for injury upon reoccurrence.